Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device locked on tissue. The device finally became unlocked after several attempts to unlock it. There was no patient injury.

Manufacturer narrative:
A device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The device was returned clean with no tissue in the jaws. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent s ticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.